Manufacturer narrative:
The cusa excel console was received for evaluation: DHR - no anomalies that could be associated with the complaint incident was observed. Failure analysis - the investigation of the unit confirmed the complaint: that the console had low amplitude and the technician confirmed that the ultrasonic board is defective. Root cause - the ultrasonic board is defective.

Event description:
N/a.

Manufacturer narrative:
The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
It was reported that after using the cusaexcel9 with 23khz handpiece in a laparoscopy liver resection for 1 hour, the amplitude suddenly would not go higher than 10% (was set on 70). Several attempts failed. A restart was attempted (no faults during test) and cleaning of the tip and handpiece (with thread of small tip) but no success. Another attempt to restart, however, the test of the handpiece failed with ¿vibration alarm¿(cyan). As torque base was not sterile (setup in biotechnique), a second handpiece (with same tubing) had the same effect. Straightening of the tubing was performed, but no effect. The surgeon tried with other device to manage the surgery by laparoscopy but failed. The surgery was converted to open. With new 36khz handpiece (and tubing,) the same issue (there was 0 amplitude while before we still had 10%). A second cusa excel 9 console (which just came available) and a 36khz handpiece worked and did well for the last part of this procedure (still 2 resections done). After finishing the cusa we tested the first handpiece on this second machine and this seemed to work. It was reported that there was no patient injury or death. Surgical time was increased by +/- 3 hours. The surgeon had to convert from laparoscopy to open surgery.